Event description:
The top module of the dual drive console (ddc) stopped functioning during an in-service class. No pt was being supported on the ddc during that time. Initial examination of the module at the site showed that the hold-down bracket for a printed circuit board had losened and was not properly seated onto the motherboard. Reaseating the pc board and securing the hold-down bracket corrected the problem and the module resumed functioning. The failure was recreated and verified at thoratec. The caused of the loose hold-down bracket was due to technician error. The hold-down bracket was not securely tightened during routine servicing of the ddc. With the hold-down bracket coming loose, the pc board was dislodged from the motherboard causing the module not to function. Corrective action included addition of a checklist to the service procedure of the ddc, to ensure that the hold-down bracket has been returned and secured after the pc board has been seated properly onto the motherboard.